Event description:
It was reported that pump displayed malfunction code 9 after pump was in pool and got wet for about five minutes. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction, and customer was advised to continue using pump and to call back if malfunction code recurred, which caller acknowledged and understood.